Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that coring was observed while using injector luer lock n35j. The following information was provided by the initial reporter: the customer reported about coring occurring when n35j and p120j were used.

Manufacturer narrative:
H.6. Investigation: two photos, displaying two vials with the protector attached and one injector, were provided to our quality team for investigation. Through visual inspection, no foreign particles can be observed within the vial and no visible defects or damage was identified on any of the product. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported that coring was observed while using injector luer lock n35j. The following information was provided by the initial reporter: the customer reported about coring occurring when n35j and p120j were used.